Event description:
It was reported the patient received the following results within 15 minutes: 187 mg/dl, 82 mg/dl, and 168 mg/dl. The patient experienced lightheadedness but does not know if this was diabetes related. It is unknown if the symptoms occurred during the blood glucose results.